Event description:
It was reported that during a pta (percutaneous transluminal angioplasty) procedure, stent deployment difficulties were encountered. The 90% stenotic lesion was located in the moderately tortuous and calcified right sfa (superficial femoral artery). A non-bsc 6fr sheath was placed and access was obtained using an ipsilateral approach. An on-bsc guidewire crossed the lesion and pre-dilation was performed with a non-bsc 4mm balloon. The 6f iliac unistep plus sds (stent delivery system) was advanced to the lesion and upon deployment, the proximal side of the stent did not fully expand. The sds was "pulled" and the stent expanded. The sds was removed from the patient, and it was noted that the tip of the sds was "flared, lifted up". The physician noted that when delivering the stent and upon withdrawal of the sds, no resistance was encountered. No patient injury or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
The returned device revealed that the exterior sheath was fully retracted, and the stent had been deployed and was not returned for analysis. No issues existed with the delivery section of the device. A review of the manufacturing records found that the device met its material, assembly and product specifications. The most probable root cause is operational context as, the product performance was limited due to anatomical/procedural factors encountered during the procedure the performance was limited.